Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, charge timeout was noted three times. Device replacement was recommended. When the device was checked again, device was found to reach eri. A day before battery longevity estimate was 5.9-7.6 years. Premature battery depletion was suspected. Device download was recently performed and it was discussed that the battery longevity will always be updated after 24 hours of download and so battery estimation a day before was incorrect. However, device behavior was suspected to be related to premature battery depletion advisory. Device replacement was recommended. Patient was admitted and monitored in hospital due to critical condition. It was discovered that the patient had respiratory infection with lung disease. Physician decided to monitor the patient and refer the patient back to the country of residence.